Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including full functional testing and defib charge and discharge testing without duplicating the report. The battery pins and lug nuts were replaced as a pre-caution. The device was recertifed and returned to the customer. The customer is advised to keep the batteries calibrated and charged. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device took an extended time to charge energy, and the device internally dumped the energy after charging up. Complainant indicated that there was no patient involvement in the reported malfunction.